Manufacturer narrative:
Initial and final MDR (B)(4).- MDR - device 4 of 4 patient country: france.

Event description:
Unomedical reference number (B)(4). Event occurred in france. On (B)(6) 2024, it was reported by the patient that four infusion set cannula was kinked dur to which hyperglycemia and high ketones occurs. High acetone at 2.4. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01 - MDR (B)(4) - MDR 3003442380-2024-13781. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The following tests were completed for (B)(4) of lot 6000805: 1. Visual inspection as per (B)(4) (B)(6) inset (B)(6) (quality criteria for products from the inset (B)(6) family), version 40. (B)(4) visually inspected and no damages or bent. 2. (B)(4), flow test on customer complaints ((B)(6)) version 10. (B)(4) met the criteria of minimum 80ml/minute. Flow test: p1: 195. P2: 132. P3: 108. P4: 95. P5: 270. P6: 155. P7: 121. P8: 205. P9: 191. P10: 165.